Event description:
No additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional/corrected information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. Discarded.

Event description:
It was reported that the pulsavac tip kept loosening because the blue locking pin would not hold the tip in place. No pieces fell into the patient. The event occurred during surgery. No harm or delay reported. No adverse events were reported as a result of this malfunction.